Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove any residual air from their cartridge. Tandem technical supported educated the customer that they should be removing air from their cartridge. It was also reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.